Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, high, out of range pacing lead impedance was observed. The lead was not used and another lead was implanted instead. The patient received no adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.